Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced foreign matter in or on device cannula/needle/catheter. The product defect was noted prior to use. The following information was provided by the initial reporter: fm attached to the side of the catheter.

Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused insyte autoguard bc retracted 22ga unit without packaging from material number 381023, lot number unknown. In addition, three photographs were received which displayed similarities to that of the returned unit. Through the visual examination, the unit displayed a black speck approximately ¼ inch from the tip of the catheter tubing. The spectral analysis shows that this material is most likely sorbitan monopalmitate (various uses including lubricants and surfactants) mixed with silicone. Silicone is expected to be found as it is used on the catheter tubing as a lubricant. Sorbitan monopalmitate is not used for any of the autoguard product components, which indicates that its root cause is most likely environmental. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced foreign matter in or on device cannula/needle/catheter. The product defect was noted prior to use. The following information was provided by the initial reporter: fm attached to the side of the catheter.